Event description:
The lay user/patient contacted lifescan alleging that he was unable to set the code number on his onetouch ultralink meter. The issue was unresolved during troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.